Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found adhesive areas on the entire camera head. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the complaint is that the humidity in the sterilization chamber, moisture on the camera cable, and residue from the cleaning agent caused the camera cable to deteriorate during sterilization and absorb moisture, resulting in the generation of moisture and adherent material. Olympus will continue to monitor field performance for this device.

Event description:
It was reported after gas sterilization, the entire camera head became sticky. No patient harm reported.

Event description:
It was reported, after gas sterilization. The entire camera head became sticky. No patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.